Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results within 10 minutes: 276 mg/dl (active system), 101 mg/dl (lab), and 101 mg/dl (professional monitor). He experienced hypoglycemic symptoms and a headache, and he received intravenous medication as treatment. Requested return of suspect device.